Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds. Additional information indicated that the suspected cause for high thresholds was unknown and the behavior was attributed to the lead. The lv lead was abandoned surgically. No additional adverse patient effects were reported.